Event description:
It was reported that the patient experienced a low glucose episode after announcing a meal while not in range, with the lowest reported glucose of 60 mg/dl and subsequent recovery to 82 mg/dl then treated the hypoglycemia with 15 grams of fast-acting carbohydrates and to announce meals only when in range to avoid mal-adaptation of the ilet system. Symptoms included hypoglycemia with dizziness and headache. Outcomes included no lasting health consequences or impact. Customer care agent performed investigative communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to improper or incorrect procedure, with no device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.